Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1788j-cp internalbrace implant system had an issue. During a brostrom internal brace procedure on (B)(6) 2023, when the surgeon was drilling into the bone to affix the internal brace, the 3/4 cannulated drill bit caught onto the k-wire, the device broke and metal pieces broke off inside the patient. All pieces were removed from the patient, a smaller 3/4 solid drill bit was used to then drill into the same hole to be able to fit the anchor accordingly. The case then was completed successfully with no harm to the patient. The broken device was discarded by the facility.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.